Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the distributor, a 10 pack of surgical patties contained 9. There were no reports of delay or patient harm.

Manufacturer narrative:
It was previously reported that the device would be provided for evaluation. Multiple attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Additionally, the provided lot number was not valid for this product code. A review of manufacturing records could not be performed. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.